Event description:
The customer reported that while running hcv and hepatitis core assays, there was no color development in the plates. The customer was using sample handler serial number 2123. No error messages were given. Service engineer was dispatched. No death or serious injury was associated with this event.